Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump with a failure 66 was confirmed by service. The cause of the reported condition was not determined. The pump was not repaired at this time because it is a stay-in device owned by baxter.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure 66. This condition had the potential to interrupt delivery. This condition was found in the biomedical service department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.